Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during procedural set up, the aquabeam robotic system generated an ¿e42 ¿ motorpack error¿ and the error persisted despite troubleshooting attempts. However, the issue was able to be resolved upon replacing the aquabeam handpiece and the procedure was able to be completed successfully. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was not returned for investigation. Three (3) good faith efforts were made to retrieve the device without success. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) and aquabeam handpiece/lot number 24c01910 were conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual was reviewed. Table 5 system detected errors and faults e42 ¿ motorpack error release foot pedal and click x. If error persists, reconnect motorpack to console and turn off and turn on console. 11.2.7 sterile: motorpack draping and docking with the aquabeam handpiece dock the motorpack to the aquabeam handpiece: verify aquabeam handpiece nozzle position (i.e. The movement of the blue led) homes to the base of the aquabeam handpiece (fully proximal). Apply sterile tape over the connection between aquabeam handpiece and motorpack to seal it. Keep the motorpack and the aquabeam handpiece assembly with the scope clamp assembly in a secure and sterile environment. The root cause of the reported event was unable to be determined as the device was not returned for evaluation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.